Manufacturer narrative:
Evaluation revealed the trochanteric nail as well as the lag screw to be the primary products. All other mentioned products are regarded to be concomitant items. Investigation of the devices could not be performed as they were not available (case was reported to stryker approx. 2 years after the event). A review of the device history records revealed no discrepancies in material or manufacturing. According to available information a deficiency of the nail and lag was not verified. Referring to available information a more precise statement is not possible from technical point of view. With respect to the reported fall of the patient we regard to this case as patient related. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. No non-conformance was determined. Device was not returned.

Event description:
It was reported that patient was converted to thr due to acetabular fracture and cutout from a mechanical fall.